Manufacturer narrative:
As neither a lot number nor involved samples have been made available to the date of this report no investigation could be performed. The incident is reported because it is unknown whether it has to be treated to avoid permanent damage to a body structure. The incident might not constitute a reportable event. As the initial reporter has specified that: "I certify that all information that are known/available has been disclosed.". We therefore will close out the investigation and the report. No conclusion can be drawn what might have caused the claimed incident.

Event description:
On (B)(6) 2024 we have been informed of an incident involving dispersive electrodes. A heart ablation procedure was performed at cox health systems (B)(6) hospital, (B)(6). A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator had been used. The initial report was stating that ": it was reported that heart ablation in the cath lab. Using 0855c as grounding pad. Post op a pad site burn was reported. Surgical delay was unknown. Device is not returning. I certify that all information that are known/available has been disclosed." The event date was specified as "unk/unk/2025" and the procedure date as " (B)(6) 2025" no further information was provided on the body type/weight of the patient, patient skin, whether the placement site was prepped, the orientation of the dispersive electrode relative to the surgical area, the duration of the procedure.